Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the pump drug has not provided any pain relief since it was implanted. The patient told his managing physician that it was not helping and "all he would do was increase the dosing." In (B)(6), at the last refill, the physician did a dye study and the patient was told that the catheter was not working, it was occluded. The patient was referred to another physician for revision/replacement of the catheter. The catheter was replaced on (B)(6) 2014. The sutureless proximal pump connector portion plus approximately 10 cm of the distal catheter was removed from the old pump. The remaining catheter was knotted, tied with sutures and secured to the fascia, with the most distal portion remaining intrathecal. The new catheter was implanted and connected to the existing pump. The explanted catheter will not be returned. Patient status at time of this report was alive; no injury. The patient had a post-operative follow up appointment believed to be on (B)(6) 2014. An update on (B)(4) 2014 reported the patient was getting some pain relief but has taken oral medication due to continued back pain. The patient was instructed on how to request bolus doses on their personal therapy manager (ptm). The pump was tilting in the pocket. The patient had lost weight in recent past. The physician ordered the patient to wear an abdominal binder and to follow up in one week to consult with the physician to determine if the pump will stay stable. The pump was delivering morphine and bupivicaine.

Event description:
It was later reported that, at the time of the event, the patient was taking oral morphine sulfate 30mg twice a day. Following the previously reported catheter replacement, the patient recovered from his symptoms. At the time of this report, the patient had pain relief evident from intrathecal infusion.